Event description:
The pt ((B)(6)) received an scs system including two percutaneous leads in (B)(6) 2010 for pain in both legs. It was reported that the pt's leads were explanted on an unk date due to lack of stimulation. A subsequent surgery was undertaken on (B)(6) 2011 at which time a new lead was implanted to replace the previously explanted leads. The explanted devices were not returned to the MFR.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.